Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1642533 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. In summary the following results were observed in the lab evaluation: red shuttle deployment marker at the start of the handle. Device returned in protective tubing. Actuation of handle-deployment/retraction was possible. Stent deployed without any issues . Lock wire removed without issues. Device functioned as intended, following the lab evaluation an additional information was requested to aid with this investigation, as per additional information provided: what was the position of the elevator? Was it opened or closed? Closed. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1642533 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1642533; upon review of complaints this failure mode has not occurred previously with this lot # c1642533. The instructions for use (B)(4) which accompanies this device instructs the user to "with elevator open, advance device until endoscopically visualized exiting endoscope"." There is evidence to suggest that the customer did not follow the instructions for use, as the position of the elevator was closed. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as the position of the elevator was closed. As noted in the additional information provided the elevator was closed. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user advanced the deliver system along wire guide through the endoscopy into the target position, then the user found the stent could not released. Then removed the stent and replaced another new stent to completed this procedure successfully. The complaint stent tested in vitro still could not deployed. After cleaning, the stent released. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Additional questions: what is the reorder number of the wire guide used with this device? (B)(4). If not with the device in question, how was the procedure finished? The user changed to another one of the same devices to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. Had dilation of the obstructed area been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Olympus tjf-260v. What was the position of the elevator? Was it opened or closed? Closed. Details of the wire guide used (diameter, type, make)? Boston scientific 0.0.35 yellow zebra wire guide. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Common bile duct stone. How long was the stent in the patient by the time this complaint occurred? None. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: what was the length and diameter of the stricture? 2cm long, 0.2cm diameter. Where was the stricture located in the body? Common bile duct stone. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? Yes. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? Yes, at duodenal papilla. Questions related to during stent placement: did the product fail during stent deployment or recapture? Stent was not released. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? -xray. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare¿ no. Was the lasso (suture) loop used during repositioning / removal? No.